Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power supply and confirmed full functionality of the iabp. The unit passed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut off. The unit was removed and replaced with a functioning iabp. No patient injury or harm reported. The customer states that even though the iabp was fully charged and connected to an ac outlet, the unit shut down four times within an hour and also while the customer was conversing with the technician over the phone. The customer powered the unit back on without any issue and did not log any issues or faults. The customer will be testing the machine themselves and will call back if getinge service is needed. There was no patient harm or adverse event reported.